Manufacturer narrative:
Medical device expiration date: na. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® urine transfer straw the non-patient end of needle separated from holder. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: urine transfer straw needles separate from the vacutainer type holder they are attached to. There were 5 times this occurred with same lot bag of urine transfer straw needles.

Manufacturer narrative:
H6: investigation: bd received 225 samples from catalog 364966, lot number 0247442 for investigation. The samples were evaluated by visual examination and the indicated failure mode for needle separation with the incident lot was not observed as all product specifications were met. Ten (10) transfer straws were evaluated by functional testing by placing a vacutainer tube in hub and drawing water into the tube and then removing the tube. No needles from the 10 transfer straws tested became unattached and the indicated failure mode for needle separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® urine transfer straw the non-patient end of needle separated from holder. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: urine transfer straw needles separate from the vacutainer type holder they are attached to. There were 5 times this occurred with same lot bag of urine transfer straw needles.